Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the pt expired on (B)(6) 2013. No cause was reported.

Manufacturer narrative:
Based on the information available to the manufacturer, no specific device related issues were reported and a correlation between the device and the reported event could not conclusively be determined. Requests for additional information were made however none was provided and the device was not returned. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Manufacturer narrative:
The MFR is attempting to acquire add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.